Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of the printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that the trilogy 100 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. The unit failed the set-up test: significant event log error code e-156 for ventilator inoperative condition associated with the therapy central processing unit still running in boot monitor software requiring replacement of the system printed circuit board assembly. The customer declined the repair. The device was returned to the customer unrepaired. Additional findings not related to the malfunction/issue: missing and/or damaged and contaminated components and/or enclosures were replaced. The internal battery required replacement.